Event description:
It was reported that the 300 of bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector were clogged. The following information was provided by the initial reporter: according to the customer, fluids wont pass through the extension set. It appears to be clogged.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6 investigation summary: 300 unused samples (model #mp5301-c, lot #22069307) were returned by the customer. It was reported by the customer that fluids won't pass through the extension set. Evaluation of 59 samples were performed. The sample size quantity was determined per 1701-008-000 swi sample size selection work instruction v.08 ((B)(4) ). The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a 10ml bd syringe and attempted to be flushed with water. 54 samples were able to be flushed. The failure was unable to be replicated in these samples. 5 samples were unable to be flushed. These samples were further examined under magnification where occlusions can be observed in the tubing. In 3 samples, the occlusions were observed near the top connector. In 2 samples, the occlusions were observed near the bottom connector. The customer complaint can be verified in these samples. A device history record review for model mp5301-c lot number 22069307 was performed. The search showed that a total of (B)(4) . There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.